Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited a high out of range shock impedance measurement. The patient was brought into clinic. High out of range measurements were recreated with isometrics in triad configuration. An invasive procedure was performed to assess the high voltage connections. All connections were fully secure and the terminal pins were fully inserted. There was no visible damage to the lead insulation or conductor coils. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned and the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.